Event description:
It was reported the insulin pump had alarmed button error. The battery was removed for 15 minutes, new battery was inserted, and the device was unresponsive. Customer's blood glucose was unknown. Customer was the device needed to be replaced. The device is not being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.